Manufacturer narrative:
(B)(4). The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and high blood pressure. Patient was also diagnosed with kidney failure and lactic acidosis. The pod was removed in the emergency room and patient was treated with saline, oxygen and dialysis; patient was also prescribed amlodipine (2.5mg), to be taken for 60 days with an additional pill if bp rises over 160. The patient spent a total of 16 days in the hospital; 5 of those days were spent in the intensive care unit (ICU).

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.